Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had no button response due to electrostatic treatment, and that the issue could not be resolved. The insulin pump will be repaired and returned. The customer's blood glucose values were not reported, but were said to be normal. No further information was provided.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with minor scratches on the display window.